Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had a history of noise and the clinic elected to monitor the lead. On (B)(6) 2015 the asymptomatic patient presented for a routine device change out and it was noted that the atrial lead exhibited intermittent noise. No other anomalies were noted. The lead was explanted and replaced. The patient was in stable condition post procedure and would be followed normally.